Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin. On (B)(6) 2024, it was reported initially by an unverified reporter health care representative that the patient experienced inaccurate cgm value. The reporter stated that the patient sought medical assistance due to inaccuracy but did not have any information at the time of the initial report. When ts followed up with the patient, the patient mentioned she went to the hospital after seeing the egv was 400 mg/dl. It was not specified nor clarified whether the patient experienced symptoms or checked the bg at this time. The bg at the hospital was 120 mg/dl and the egv at that time was not documented. According to the report, the patient mentioned already reporting this problem to dexcom; however, no service record exists describing this event. When asked for more details about the episode, the patient declined and terminated the call. Attempts by clinical customer advocacy on (B)(6) 2024 to contact both the reporter and patient were not successful. There were no details whether the patient experienced hyperglycemia or hyperglycemia, nor what kind of medical intervention she received nor length of stay in the hospital. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.